Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Attached x-ray pictures were reviewed. Dislocation and cut-out can be confirmed. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 04.027.053s. Lot: l657256. Manufacturing site: bettlach. Supplier: frueh ag. Release to warehouse date: 20.nov.2017. Expiry date: 01.nov.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) for the femoral trochanter using a proximal femoral nail antirotation (pfna). However, about a year after the surgery, the patient reported pain during rehabilitation. A post-operative x-ray was taken on (B)(6) 2019 and the hospital discovered the implant had cut out. The pfna blade was successfully removed on an unknown date. If the patient continues to feel pain after the removal of the implant, the hospital plans to perform a bipolar hip arthroplasty. Patient status is unknown. Concomitant medical products: pfna nail (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for a pfna helical blade. This is report 1 of 1 for (B)(4).